Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021, further described as "about a week ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that there was a leak at the connection between the three (3) patient extension sets and the patient line of the homechoice cassette. This occurred during last prime "before hooking up" for peritoneal dialysis therapy. Renal therapy services (rts) advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.